Event description:
It was reported that the speaker is defective. It is unknown if there is audible sound. It is unknown if the device was in use on a patient at the time of the event. There was no adverse event reported.

Manufacturer narrative:
A quote was provided to the customer. Philips is in the process of obtaining additional information concerning this event and the complaint is still under investigation. A final report will be submitted once the investigation is complete. The manufacturing date for the reported device is prior to 24sept2016 so no UDI required. E1 reporting institution phone#: (B)(6). E1 reporting address line 1: (B)(6).

Manufacturer narrative:
Diagnostic/functional testing could not be performed as the customer was provided a quote for service and has not responded to the quote. The quote has expired and the issue is not confirmed. The disposition of the product is unknown. If additional information is received the complaint file will be reopened.